Event description:
A customer reported that their AED would not power on. They reported that this did not occur during patient use.

Manufacturer narrative:
Troubleshooting of the device with the customer identified a lack of maintenance with the device that contributed to the depleted battery pack. As a follow up with the customer, the proper maintenance of this device was reviewed.